Event description:
On may 5th, 2020, the user contacted dario to report a high blood glucose reading. On (B)(6), the user received a high blood glucose (bg) level of 176 mg/dl, which she believed to be high. The user reported that due to the above, she took 12 units of insulin. The user felt some "euphoria" after taking the insulin, and 30 minutes after taking the insulin the user started feeling shaky, so she took another reading. The dario showed a reading of 209 mg/dl, and the other meter showed 170 mg/dl. The user stopped using the dario after this occurrence. On may 5th, the dario coach contacted the user and she then reported the incident. While on the call with the dario's representative, it was determined that the user used alcohol before testing with the strips. Dario's representative then instructed the user to take her blood glucose reading with a strip from a new sealed cartridge. The results with the dario meter were 107 mg/dl compared to the result of her other meter, 103 mg/dl. Dario's user guide, states in the section regarding "factors that interfere with blood glucose testing", that "alcohol can affect test results". Dario's representative reviewed the testing technique with the user. The user realized the factors that can affect the accuracy of the test results. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.